Event description:
It was reported that after the iab was inserted, the pt was transferred to another hosp for bypass surgery. Approximately 8 hours after the iab was inserted, the pt started vomiting uncontrollably. At the same time, the pump's a/p waveforms stopped registering. The iab was removed and there were no pt complications.